Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump gives insulin flow block alarmed. Customer's blood glucose level was 182 mg/dl. Troubleshooting was performed for the insulin flow block alarm. Customer stated that they had tried all the remedies. The insulin pump will not be returned for analysis.